Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in the mid lad. No patient injuries or complications were reported. Patient status is listed as "good."